Event description:
Caller reported discrepant low results with inratio. (B)(6): inratio=1.2, (B)(6): inratio=1.2, (B)(6): lab result between 2.0 and 3.0* (B)(6): inratio=1.2, (B)(6): inratio=1.3. Patient self tester (pst) was unable to recall the exact result but states it was within his therapeutic range. Therapeutic range is: 2.0-3.0. Patient self tester was milking his finger after the finger stick. Warfarin dose increased on (B)(6) 2015.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. Advanced stage cancer was identified as a condition that may contribute to a discrepant inr result. The patient was reported to have cancerous cells removed from their body before undergoing chemotherapy. The patient reported to have received the notification letter that was sent to all customers to inform them of these patient conditions. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.